Manufacturer narrative:
Three of the four devices returned. Of the returned devices there was one confirmed leak, one identified leak, one identified crack. For the malfunction in which the device was not returned, the investigation is inconclusive for the reported malfunction as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 0600540 chronic catheters allegedly experienced a fluid leak. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. One patient's age, weight, and gender were not provided. Two patients were reported to be female whose ages and weights were not provided. One patient was reported to be (B)(6), gender was not provided.